Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed a manual prime test per section 13.2.3.2.2 dqtp 6117 and des 8653. A new lab reservoir was used along with a 5 xx insulin pump. The infusion set failed per specifications due to the infusion set being found occluded at the tubing quick release connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call issues with the infusion set. Customer's blood glucose level was 113 mg/dl. Customer changed out their infusion set, filled the reservoir and attached it to the infusion set trying to push insulin through but nothing came out. Customer then picked up another infusion set and when they tried to push the insulin through with the plunger insulin properly went through. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.